Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent a knee puncture to rule out infection and a knee arthroscopy left with recurrent haemarthrosis. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the persona knee system package insert (87-6204-055-23, rev.), swelling is a known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-01271. 3007963827-2020-00103. Concomitant medical products: tibia cemented 5 degree stemmed left size d item# 42532006701 lot# 62353047, femur cemented posterior stabilized (ps) standard left size 7 item# 42500606201 lot# 62134726. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent aspiration of the knee to rule out infection and then an arthroscopy approximately eight months¿ post implantation due to recurrent hemarthrosis. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. No update to previous root cause statement.